Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure. The customer stated that the cubie drawer was unable to recover. The malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the rowboard cable. A field service engineer reseated the cable for the rowboard controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.